Event description:
It was reported that the pt was loaded on the cot and the medic/firefighter lifted the cot. Reportedly, after walking a few steps, the cot collapsed. There was no reported pt injury but the medic/firefighter hurt his shoulder.

Manufacturer narrative:
MFR's investigation is still underway. A f/u report will be submitted shall add'l info become available.